Event description:
It was reported that when using the bd pyxis¿ es server, the admission discharge transfer feed was delayed, resulting in patients not appearing at the stations. Patients are not crossing over within an appropriate time frame, causing delays in patient care. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the active directory (adt) feed was delayed, and the patients were not showing on stations. A technical support specialist (tss) dialed into the server, confirmed that the site down query showed messages were crossing, no interface down/delay notices in the health site viewer and no new station communication errors. The tss found an error in the carefusion coordination engine (cce) page, confirmed with the customer that while the patient profiles were in placeholder status at the server, the patients would not show at the station and provided an example visit identification. The tss also confirmed that the order messages crossed at the message timestamps and adt messages received/processed. According to epic records patient was admitted, but xml timestamp on message indicated it was not sent from epic and informed the same to the customer. For thoroughness, the tss recycled the messaging services on the enterprise server and escalated the ticket to interface team to rule out any issues with mbm/cce feeds. The integration engineer (ie) dialed into the cce, found that the cce services were running but trace logs were not returning any results, so, the ie, stopped cce services, cleared search index folder, ran trace, confirmed logs were showing up and adt messages were crossing without any issue. The ie checked the trace again, found an error unable to insert message to epic adt, found tracing database (db) was at 400 gigabytes (gb), which might be the one causing some issues and not returning any search on the logs. The ie stopped cce services, truncated message logs table and shrank tracing db, restarted cce services and confirmed the messages had started to flow, adt were then crossing over as well as order messages and no messages stuck in the queue. The customer later confirmed that the issue was resolved. The system functioned as intended after the technical support specialist and the integration engineer troubleshot the device.